Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device is in process.

Event description:
During arcr surgery, it was reported that the electrode produced sparks. The device was either one of those 3 lot number reported above. It was the brand new and the first use. It was requested batch record review for all three lot numbers. No surgical delay or harm to the patient was reported. The backup device was used to complete the case. Additional information: where did the sparking occur, inside the patient or outside?->it was inside. Did anything fall into the patient?->not as reported. Was the electrode buried in tissue?->no information available. Was the electrode near metal?->no.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on device surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 8 - 9 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier corrective action has been initiated. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA is currently being monitored for its effectiveness. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During arcr surgery, it was reported that the electrode produced sparks. The device was either one of those 3 lot number reported above. It was the brand new and the first use. It was requested batch record review for all three lot numbers. No surgical delay or harm to the patient was reported. The backup device was used to complete the case. Additional information: where did the sparking occur, inside the patient or outside? It was inside. Did anything fall into the patient? Not as reported. Was the electrode buried in tissue? No information available. Was the electrode near metal? No.